Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The bands were knotted and twisted together. The first band was deployed successfully but the rest of bands could not be deployed. The wire got stuck and was in a tight state even when manipulated normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached to it and the ligator housing teeth were found in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured, and the suture was returned broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had six bands attached to it. Although the returned suture was broken, however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope/ it is possible that the reported problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The bands were knotted and twisted together. The first band was deployed successfully but the rest of bands could not be deployed. The wire got stuck and was in a tight state even when manipulated normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 17, 2025: it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on january 17, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The bands were knotted and twisted together. The first band was deployed successfully but the rest of bands could not be deployed. The wire got stuck and was in a tight state even when manipulated normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 17, 2025: it was noted that there was no difficulty experienced upon setting up the device.